Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. No button error alarms noted.

Event description:
The caller reported via phone call that the insulin pump alarmed a button error. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.